Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history review showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. No on-site visit by a field service engineer was identified in relation to the reported issue. Logfiles and further information about the reported issue were requested but not received. Not enough information was provided to perform an investigation about the reported issue. No part is expected to be returned to manufacturer for evaluation. The root cause of the reported issue could not be determined. Not enough information was provided to properly complete an investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a patient had incomplete cut so flap could not be lifted in the unknown eye during refractive surgery. The surgery was completed on the same day and there was no reported patient harm.